Event description:
It was reported that high impedance was observed on the right ventricular lead. No patient symptoms were reported. A review of transmitted data showed a gradual increase in impedance. The patient was seen in-clinic the following day. No intervention was reported.